Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer¿s international sales personnel reported that, on delivery, the response of the touchscreen was poor.there was no patient involvement.